Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message. Fifteen minutes after the error 2 issue began, the pt developed symptoms described as "sweaty and nervous." The pt did not test on any other device and did not receive any treatment at the time of concern. During troubleshooting, the customer care advocate noted that the correct test strips were used and the testing process was correct. There was no product misused based on the information provided. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia 15 minutes after the error 2 message began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.